Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection behind the ear. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) twice daily and IV antibiotics (specific date and duration not reported).